Manufacturer narrative:
Work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6; -6.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient has permanent loss of bcva and it was noted "patient has complaints of poor far and near vision". Lens remains implanted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vicm6; -6.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient has permanent loss of bcva and it was noted "patient has complaints of poor far and near vision". On (B)(6) 2022 the lens was explanted. Later on this same date a replacement lens of the same length but different power was implanted and this resolved the problem. The cause of the event was reported as the device. Claim#: (B)(4).